Event description:
It was reported that there was an air leakage on the cable tube unit while using the deflectable videoscope. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.